Event description:
It was reported that the patient received inappropriate shocks and that the right ventricular lead had a failure and was oversensing. The lead was explanted and replaced. The lead was returned to the manufacturer, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) the full lead was received in segments for analysis. During analysis it was determined that the distal conductor was fractured due to clavicle-first rib crush mechanism. Additional findings include the defib conductor distorted, outer insulation breached (clavicle-rib crush), the outer tubing overlay was melted and had blood/body fluid, and the helix mechanism had blood in/on.